Manufacturer narrative:
This MDR is submitted to correct information previously reported in h6 (medical device problem code). Upon further review, another code is required in addition to previously selected codes. H6 has been updated accordingly to accurately reflect the appropriate reportable event category.

Manufacturer narrative:
Added: d3, d9 corrected: h3 patient-device interaction/hemolysis: the cause of the injury was not determined due to insufficient clinical details and no issue was found on the pump. Difficult to position: the cause of difficult to position was most likely patient condition related since the clinical team confirmed the issue was due to the native heart to be a "lateral ventricle".

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella cp was inserted via the femoral artery to support the 75 year old male patient who had been admitted in with acute myocardial infarction and cardiogenic shock, presenting in scai stage d shock. The team did not share the underlying medical history, however the pump positioning was challenging due to the native heart to be a "lateral ventricle". The cp support was ongoing when the team infused blood products. The blood products were given despite no obvious source of the bleeding. The team suspected hemolysis as the ldh lab rose to 800iu/l. The discussion was to wean and explant the pump rather than escalate the support. No dialysis or other measures were taken. After over 6 days of support the pump explanted and the patient survived. Hemolysis may be influenced by patient-specific factors such as critical illness, underlying cardiac dysfunction, hemodynamic instability, renal function, anticoagulation status, and potential device position. In this case the lateral ventricle could be a contributing factor to the hemolysis.